Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, st. Jude medical brk transseptal needle. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Immediately after transseptal puncture was attempted, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 600-700 ml of fluid. Patient was reported to be in stable condition. Remainder of procedure was aborted. Patient required one night of observation. Patient fully recovered. It was noted that some fast anatomical mapping was performed, but no ablation. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any bwi equipment during the procedure.